Event description:
As reported: "after the initial surgery, the patient was walking using a walker. However, pain developed around the new year of 2026. Upon examination on (B)(6) it was determined that there was a nonunion at the fracture site and a fracture at the lag screw portion of the nail." The patient was revised on (B)(6) 2026 to bha (bipolar hemiarthroplasty).

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "after the initial surgery, the patient was walking using a walker. However, pain developed (B)(6) 2026. Upon examination on (B)(6) 2026, it was determined that there was a nonunion at the fracture site and a fracture at the lag screw portion of the nail." The patient was revised on (B)(6) 2026 to bha (bipolar hemiarthroplasty).